Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the extension (s/n: (B)(4)) found the body of the extension was cut through and the product was segmented. Analysis of the lead (s/n: (B)(4)) found no anomaly. Analysis of the extension (s/n: (B)(4)) found no anomaly. Analysis of the lead (s/n: (B)(4)) found the conductor on the distal end of the lead was broken. It was noted the #3 wire was broken between the third and fourth electrode. It was further noted the #7 wire was broken at the electrode crimp sleeve. Analysis of the implantable neurostimulator found no anomaly. Analysis of the bumpy anchors found no anomalies.

Event description:
Additional information received reported there was tenderness between the battery and lead as well as a lack of benefit from the spinal cord stimulator. It was reported the device was explanted on 2013 (B)(6). It was also reported there was ¿numbness, and pain refers into left lower extremity to the toes." It was noted that there was no injury.

Event description:
It was initially reported that the patient complained of pain in between the bottom of the incision and the battery pocket. It was noted that the pain began two days after surgery. The patient described the pain as severe and it interfered with their daily activities. The patient further described the pain as radiating to their stomach ¿like an arrow through their body.¿ the patient stated that the pain was much more severe than their chronic pain. The pain was located to the left of the bottom of their incision and midway to the battery pocket. It was noted that this was the lead extension connection location. It was noted that pushing on the point made the pain more intense. The source of the pain was unknown but it appeared to be at the extension connection site. The patient did not want the system revised. The patient wanted it explanted. It was noted that the surgery date was not yet scheduled. It was further reported that this patient was scheduled for an explant on (B)(6) 2013. Five days later it was reported that the explant was performed. No malfunctions were noted with the devices.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 97791, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 97791, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.